Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor plug was not properly seated and the sensor neck had been removed from the plug. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. At this time, the sensor applicator and sensor pack has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) device. The customer went to hospital where bandage and stitches were applied "to stop the bleeding" by the healthcare professional (hcp). No further treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) device. The customer went to hospital where bandage and stitches were applied "to stop the bleeding" by the healthcare professional (hcp). No further treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.